Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). (B)(6). G2: australia. Review of the most recent repair record determined the motor was slowing down during use and the device was out of calibration. The motor, sleeve, gasket, o-ring, and reciprocating arm were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was not powering up. Tool air is passing straight though handpiece and out the hose exhaust port. Trigger mechanism having no effect. The event occurred at an unknown time. There was no reported patient harm, or delay. An alternate device available for immediate use. Due diligence is complete, and no further information is available at this time.